Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported blood glucose is going from 50mg/dl to 280mg/dl and up and down and up and down. Blood glucose keep going up and down multiple. Patient's blood glucose at time of incident was 50mg/dl. Patient's current blood glucose was 179mg/dl. Patient has treated with glucose tablets. Patient has been experiencing low blood glucose for 10 hours. Based on customer report customer does not allege pump was over delivering. Customer also had a high blood glucose of 280mg/dl. Patient's current blood glucose was 156 mg/dl. The customer decline to troubleshoot further and was advised to monitor pump. The insulin pump will not be returned for analysis.